Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit prompted "iabp may require maintenance". There was no patient harm reported.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) change regulator drive and perform regulator drive calibration, perform machine all manifold test ok. Machine run in operation with balloon and still has message iabp may maintenance requires and machine log faults has "vacuum set point too deep". Fse run machine operation for 30min and perform 30 psi calibration and perform drive regulator calibration. Transducer sensor and regulator result ok. Compressor output test ok. Perform machine operation simulation for 70mins and no issue. Monitoring machine performance for one month.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.